Event description:
The manufacturer received information alleging a ventilator's dampening foam had dislodged from the backing and occluding the blower intake. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's dampening foam had dislodged from the backing and occluding the blower intake. There was no harm or injury reported. The previously reported information was incorrect. The previous submission should have reported: the manufacturer received information alleging a ventilator's pressure was low and was auto-triggering. There was no harm or injury reported. The device was returned to a third party service center and the customer's complaint was confirmed. The device failed testing for pressure and flow rates. Further inspection of the deice revealed dampening foam had dislodged from the backing and was occluding the blower intake. The adhesive intended to bond the foam to the case is failing.

Manufacturer narrative:
On the previously submitted report section e was wrong. In this report section e has been updated/corrected.